Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, lot# n516614, implanted: (B)(6) 2015, product type: accessory. Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins was functionally ok, insignificant anomalies.

Manufacturer narrative:
Product ID 977a160, serial# (B)(4); product type lead product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3550-29, lot# n516614, implanted: 2015(B)(6); product type accessory. (B)(4).

Event description:
The healthcare professional reported via the manufacturer representative that the patient was scheduled for lead revision on (B)(6) 2015; the reason for the lead revision was unknown. The issue was not resolved at the initial time of report. Additional information received from the manufacturer representative reported that the patient had left side pain that was not being covered. It was noted that the battery was at 2.8v at the time of follow up. Longevity calculation based on the following 2 programs: 2.8v, 360pw, 45 hz and 3.6v, 360pw, 45 hz. The manufacturer representative did not run therapy impedances, so 700 ohms was used for both programs based on average impedance value from electrode impedance. The estimated longevity provided = 28 months. The clinician programmer showed total lifetime use hours = 6500 hours. The manufacturer representative saw the patient in may and everything was good. Sometime between (B)(6), the consumer reported that the left side pain was not being covered and it was decided that lead revision was necessary. The symptoms were reportedly located on the right side. The date of pain onset was unknown. Additional follow-up determined that lead revision was due to the pain area no being covered and the lead had migrated down 1-2 levels of the spine. The lack of coverage on the left side was not resolved as the healthcare professional had tried to move the existing lead and then replace it, but was unable to successfully implant the new lead. The patient had no stimulation on his right side. The cause of the replacement lead being unable to be successfully implanted was lack of coverage and lead migration. Further actions/interventions planned for this patient included getting referred for paddle lead replacement. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back syndrome and spinal pain.